Manufacturer narrative:
H6 investigation summary: event description: customer reported contaminated sample of mannitol from batch 2185328. Complaint history review: complaint history was reviewed for the past 12 months. No similar complaints were registered for this catalog number. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were checked and no contamination was detected. Return samples were not shared however a picture illustrating a plate with contamination was shared. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed (B)(4). Based upon our continuous monitoring, we derive a contamination rate that falls below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = (B)(4). Although this contamination level is very low, we cannot completely exclude that a customer may receive contaminated plates. Investigation conclusion: based on the evaluation and the provided picture, the complaint was confirmed for contamination. A definite root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ mannitol salt agar contaminated plates occurred. The following information was provided by the initial reporter: I received a contaminated sample of mannitol from batch 2185328 (photo attached).

Event description:
It was reported that bd bbl¿ mannitol salt agar contaminated plates occurred. The following information was provided by the initial reporter: I received a contaminated sample of mannitol from batch; 2185328 (photo attached).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.